Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the solder joint connecting the pulse wires inside the distribution node (dn) was broken. The cause of the constant alarms and incoming test failure is the damaged wires. The root cause of the damaged wires is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant alarms.